Event description:
The patient reportedly was experiencing overly loud sensation when using the external equipment. Previous testing showed that the patient's device was functioning within normal limits. External equipment was exchanged; however, this did not resolve the issue. Subsequent testing showed that the device was functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.